Event description:
Review of the post market surveillance surveys noted that the surgeon "can not get the bolt out of the acetabular component after it is impacted. The bolt is too large, in combination the "u" joint removal tool."

Manufacturer narrative:
An event regarding disassembly issues involving a cup impactor bolt was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not received for evaluation. -medical records received and evaluation: not performed as no medical records were provided. -device history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation the reported devices would need to be returned for evaluation. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Not returned.